Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(6), the patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2018. A watchman ® laa closure device was successfully implanted. Since the implantation the patient has felt lousy. It was stated "he feels like a guinea pig, he's getting weaker and is dizzy all the time". The patients blood pressure has also been really high. The patient has gone to the emergency room four times, where they do nothing but take blood let him lie there for three hours and send him home.